Event description:
Complainant alleged that during a routine shift check of the device by a clinician, a 'shock advised' prompt was issued after the analysis of a non-shockable paroxysmal supraventricular tachycardia (psvt) rhythm from an ECG simulator. The complainant indicated that there was no pt involvement in the reported malfunction.